Event description:
Plaintiff alleges being diagnosed as being type 1 latex allergic from her exposure to latex medical gloves. As as result of this allergy, she alleges suffering from hand sores, dermatitis, hives, wheezing, loss of voice, swollen eyes, itchy nose and runny eyes and nose. She further alleges that she is now severely restricted in her life as to where she can go. And what she can do with her career and with her family.